Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 9 mmol/l while the sensor glucose reading was 3 mmol/l. The customer did not calibrate due to discrepancy. The product was returned for analysis.